Event description:
It was reported that a pump failed a downstream occlusion test. The downstream pressure was set to medium (13 psi +/-6) and the pump did not alarm until 27psi. The programmed rate was 100ml/hr. Four tests were performed with the same result. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm a failed downstream occlusion test. No malfunction could be identified. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional downstream occlusion testing.